Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the push switch, part number b45803, to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous glucose results. The results were flagged with "f" and "g" error flags. The erroneous results were not released from the laboratory. There was no change in patient treatment, injury, or death associated with this event.